Manufacturer narrative:
H3, h6) the probe was returned for analysis. In summary, the probe did not have a bent tip as was reported. However, with markers attached and fully seated, the probe displayed a high geometry error. The support arm was slightly bent causing the high geometry error and the probe was not able to verify. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that the passive probe had a deformed tip. There was no patient involvement.